Event description:
It was reported that the insulin pump alarmed motor error alarm. It was stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. It was stated that the drive support cap was flush. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.